Event description:
Arjo representative was informed that during transfer with sara flex active floor lift and the sling, the patient slipped and broke her ankle. This transfer was assisted by a head nurse. According to the information gathered, the resident had her legs almost in the foetal position and could not stretch them. One day before the event, the resident was positively tested for covid-19. There was no device malfunction found.